Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had failed. The patient received six shocks due to oversensing and noise. Oversensing was visible on stored episodes. The lead was partially removed and replaced. There have been no further patient complications reported as a result of this event.